Event description:
It was reported that the patient's device was seen to have high impedance at a visit. The physician does not know if there was any trauma or manipulation suspected. No surgical intervention has occurred to date. No additional relevant information has been received to date.